Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their teeth are still crooked. The patient has requested more aligners to complete the correction but the lower aligner for step 13 is broken.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.